Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (target lesion was calcified with 90 - 95% stenosis). Deformation problem. Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (target lesion was calcified with 90 - 95% stenosis). (B)(4).

Event description:
Physician intended to use an endeavor resolute drug-eluting stent to treat a lesion in the left coronary artery. Target lesion was calcified with 90 - 95% stenosis. It was reported that the device could not cross the lesion. The patient symptoms were improved but angina pectoris remained. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 1st distal segment were raised. The 4th and 5th distal segments were deformed with slightly raised struts. The 5th and 6th proximal segments were deformed with slightly raised struts. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).